Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with mild glare and halo in both eyes (ou) post treatment. A flap lift and stretch was performed. The patient did not experienced loss of best corrected visual acuity (bcva). The patient¿s chief complaints were of halos, glares, and shadows. The patient commented on being happy with vision and comfort after the flap stretch was performed. The patient reported the symptoms are not interfering with daily activities. At this time, the patient is being managed. Bcva from (B)(6) 2018: right eye pre-op 20/20 -.75 x -2.50 x 1, left eye pre-op 20/20 -.25 x -3.00 x 7.